Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, his sensor readings can be up to one hundred points different than his actual blood glucose. He has received low predict alerts and his insulin pump has gone into threshold suspend modes when he was not low. Last week, customer woke up during the night and his blood glucose was 297 mg/dl because his insulin pump went into threshold suspend mode. Customer declined troubleshooting because he just had a retraining. She was advised to call when issues occur for troubleshooting. Customer's last blood glucose before lunch was 77 mg/dl. Nothing further reported.